Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter (robotics coordinator) of this complaint and obtained additional information regarding the reported event. The robotics coordinator confirmed that the mcs tip cover accessory was found to be burned. She denied that the patient was harmed or injured because of the reported issue. The surgical procedure was not recorded. The robotics coordinator was unwilling to provide additional information regarding the reported event. Based on the information provided, this complaint is being reported due to the following information: the surgical staff claimed that the mcs tip cover accessory installed on an mcs instrument was burned. However, there is no evidence that a patient was harmed or injured because of the reported issue.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff indicated that the insulation on the tip of the monopolar curved scissors (mcs) instrument was burned. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.